Event description:
It was reported that the ilet displayed a ¿connect cgm or enter bg, dosing has stopped¿ alert after the user changed and activated a new sensor the night prior. The user was directed to scan sensor with ilet app and received the activation successful notice. It was confirmed the sensor was in warm up and counting down. No reported adverse clinical effects. Outcomes included a temporary interruption of automated dosing that was resolved after education and confirmation of cgm warmup status. Investigation included customer interview, review of device alerts, and verification of cgm activation and countdown. Investigation of this case revealed the user not comprehending that dosing stopped as designed due to unavailable cgm glucose data, and the device and components functioned as intended. It was concluded, based on previously established findings for similar reports, that the cause was user understanding and use of device associated with cgm warmup and the expected safety interlock that suspends dosing when glucose data are unavailable.